Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation because the medical affairs specialist was unable to contact the pt to obtain add'l info. The pt said the product issue first occurred on the same day at 6:00 pm. As a result of the reported issue, the pt alleges she took her usual dose of diabetes medication, novolog 50 units. The pt claims she was weak and shaky after the issue occurred. She denied receiving medical intervention. The cca noted the pt did not replace the meter battery per the owner's manual and the meter shut off before the automatic shutoff time elapsed. The pt did not have a replacement battery. The pt's products were replaced. The complaint is reported because the pt alleges she experienced symptoms associated with hypoglycemia after her meter powered off during use.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.